Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not recording patient review data, despite bedside monitors filing data locally. Data was still being recorded at the bedsides. Technical support (ts) checked the stored wave settings and reviewed filters, but no data appeared. No errors indicated that the cns could not read data. Ts had bme check trend, alarm events, and arrhythmia recall, but found no data. The bme rebooted the cns from windows, but it began boot looping. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bedside monitors (bsms): model #: ni serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #:(B)(4) returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not recording review data, and when it was rebooted, it began bootlooping. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not recording review data, and when it was rebooted, it began bootlooping. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was not recording patient review data, despite bedside monitors filing data locally. Data was still being recorded at the bedsides. Technical support (ts) checked the stored wave settings and reviewed filters, but no data appeared. No errors indicated that the cns could not read data. Ts had bme check trend, alarm events, and arrhythmia recall, but found no data. The bme rebooted the cns from windows, but it began boot looping. No patient harm was reported. Investigation summary: the defective device was returned. During evaluation, the returned unit was cleaned and decontaminated. Physical inspection confirmed the model and serial number, with no physical damage noted. The reported complaint could not be duplicated because the unit failed to boot during initial startup. Testing indicated the likely cause was corrupted software or degraded hard drives. The hdds were re-imaged using a backup dvd, the system was reinitialized, and it passed 24 hours of extended testing to manufacturer specifications. The root cause is most likely corrupted software or degraded hdds. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/04/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 06/12/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 07/01/2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bedside monitors (bsms): model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: na. Additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative.